Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was admitted on (B)(6) 2018 with uncontrollable epistaxis. It was noted that the event was related to the device; however, the event was not pump-related. The patient was observed, but no diagnostic tests were performed. The event resolved without sequalae on (B)(6) 2018. The patient remains ongoing on vad (B)(6) following this event; however, it was later reported that the patient experienced further bleeding events in (B)(6) 2019 (reference MFR report # 2916596-2020-03806, 2916596-2020-03819, and 2916596-2020-03879), (B)(6) 2019 (reference MFR report # 2916596-2020-03923), february of 2020 (reference MFR report # 2916596-2020-03927), may of 2020 (reference MFR report # 2916596-2020-03777), and october of 2020 (reference MFR report # 2916596-2020-05183). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11feb2016 via customer order s171499. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with uncontrollable epistaxis. No additional information was reported.

Manufacturer narrative:
Section h6: additional information.